Event description:
Event description guidant received information that the right ventricle is-1 connector on this transvenous defibrillation lead was difficult to insert into the implantable cardioverter defibrillator (ICD) port during the implant procedure. It appeared that the seal rings were too large. It was also reported that the patient suffered a pneumothorax during this procedure; however, surgical intervention was not required to treat the pneumothorax and the implant procedure was able to continue.